Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient began using the pump last week and has experienced frequent occlusion alarms (not an ICU medical device) since then. The most recent alarm occurred while the patient was seated at their desk at work. Frequent ¿line blocked¿ alarms were confirmed. There was patient involvement/no patient harm reported.